Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: investigation summary: background: investigation flow: damage. Visual inspection: the holdsleeve w/wingscr l105 I-ø (p/n: 394.460, lot number: 90p0810) was received at us cq. Upon visual inspection of the complaint device showed the wing screw was broken, and the broken fragment was stuck inside the mobile bracket. No other issues were observed with the returned device. Device failure/defect was identified. Dimensional inspection: a dimensional inspection was not performed on the returned device due to post manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: this complaint was confirmed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: on 8/27/2021 the lot# 90p0810 correspond to subcomponent art#3742. Part: 3742, lot: 90p0810, manufacturing site: (B)(4), release to warehouse date: 06 april 2021. A manufacturing record evaluation was performed for the subcomponent lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, when disassembling the large distractor, the holding sleeve with wing screw a piece of the wing nut broke off into the sleeve and the other wing nut was cross threaded. The issue was discovered in the sterile processing. There was no patient involvement. Concomitant device reported. Unk - distractor instruments (part# unknown, lot# unknown, qty unknown). This complaint involves two (2) devices. This report is for (1) holdsleeve w/wingscr l105 I-0. This report is 1 of 1 for (B)(4).